Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Customer discarded products. Unable to evaluate. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated products were discarded.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 180, 110, 135, and 97 mg/dl fasting. Customer stated the tests were performed within seconds using the same finger/same blood sample. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not with the products at the time of the call and was unable to further troubleshooting.